Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an accutrac 200 laser fiber was used for a ureteroscopy procedure in the ureter performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber broke in the middle of the fiber and it burned through the scrub's gown. There was no injury to the user and no treatment was required. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of fiber break. Problem code 2532 captures the reportable event of fiber misfired. Block h10:investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 106.1 cm from the top of the connector to the break. This piece included kinks. The second piece measured approximately 109.1 cm from break to break. The remainder of the fiber, including the distal tip, was not returned. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an accutrac 200 laser fiber was used for a ureteroscopy procedure in the ureter performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber broke in the middle of the fiber and it burned through the scrub's gown. There was no injury to the user and no treatment was required. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.